Event description:
It was reported that during the implant procedure while attempting to deploy the implant the thread stripped and broke off of the inserter. No device was implanted. The device will not be returned for analysis as it was retained by the facility.